Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off, which led to high blood glucose levels of 28 mmol/l. There was no injury or ketone presence, and no issues were observed with the cartridge, infusion set, or insulin. Customer visited the emergency room where they received intravenous fluids of saline and insulin, which resolved the issue. No permanent damage was identified by healthcare providers, and the customer was released on the same day.